Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's ins is not holding a charge. The patient stated that they typically charged for 7 hours. The patient typically had excellent coupling. The 8840 recharge statistics were as follows: on (B)(6) 2018: 0.3 hours, 50% charged. On (B)(6) 2018: 1.2 hours, 75% charged. Caller reports patient is programmed: a1. 450pw/40hz.3.5v. 2 anodes and 2 cathodes. Therapy impedance: 382 ohms; a2. 450pw/40hz. 4.0v 2 cathodes and 1 anode. Therapy impedance: 580 ohms; a3. 450pw/40hz. 5.2v. 3 anodes and 1 cathode. Therapy impedance: 441 ohms; a4. 450pw/40hz. 4.2v. 6 anodes and 2 cathodes. Therapy impedance: 205 ohms; recharging interval: 2 days. The caller was redirected to the healthcare provider (hcp) to see if the device needs to be replaced. No symptoms were reported. No further complications were reported or anticipated. On (B)(4) 2018 additional information was received from a manufacturer's representative (rep). It was reported that the actions taken to resolve the device not holding a charge was the patient was educated on recharging and device utilization. The patient was advised to use device as normal and necessary to obtain pain relief. The charge statistics will be re-evaluated if the problem persists. The issue has been resolved. No further complications were reported or anticipated. On (B)(4) 2018 additional information was received from the patient via a manufacturer representative (rep). The patient reported charging too often. The rep said the patient reported they didn't want to use the ins as they were charging a lot and it was taking a long time to charge (the rep mentioned 6 hours to full). The patient also reported they were not getting stimulation as intensely as they were before. The rep stated they already reprogrammed the patient for appropriate coverage and from looking at the physician programmer stats, the patient was using the ins frequently and charging well. The rep inquired about insurance and warranty considerations if the patient has the ins replaced due to charging burden. It was also reported that there was a previous overdischarge. The rep indicated that patient has had "1 por". The patient described seeing the doctor face icon and being walked through the process. The rep had notes that a "device reset" was scheduled with another rep on (B)(6) 2018. No symptoms were reported. No further complications were reported. On 2019-aug-07, additional information was received from the rep. It was reported that por after the por patient recharged often and frequent. Dissatisfied with length of time to maintain a full charge during charging. Patient was given education on the device, education on the % of battery loss with por, education on new software and discussed option of replacement if needed. Physician and patient agreed to take steps forward in replacing battery. Patient¿s weight unknown. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-13. There was an alleged overdischarge. The rep could not communicate with the ins and the patient was not feeling stimulation. It was unknown when the patient last successfully recharged. The reason for not maintaining a recharge was unknown. The rep was getting ready to go into the case today. The ins replacement occurred on (B)(6)2019. The event date was asked but unknown. No further complications were reported/are anticipated.